Event description:
A skin level gastric feeding tube was placed in a four year old pt with chromosomal abnormality. The pt's complete physical and medication history prior to this event are not known to the MFR. On 9/30/98, after almost four months of problem free use with the MFR's device, the pt experienced gastirc bleeding and was admitted to the hosp emergency room. Endoscopy confirmed an ulcer distal to the tip of the skin level device. Epinephrine was injected around the ulcerated area to stop the bleeding. The skin level device was removed and replaced with another type of gastrostomy tube. Two days later, on 10/2/98, the pt returned to the hosp with blood in the stool and blood in the device. At this time the gastiric ulcer was cauterized. The pt recovered fully and there was no long term sequela.